Event description:
The manufacturer received information alleging a ventilator had a high leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and a "ventilator inoperative" alarm condition was observed. The device's machine flow sensor was found to be contaminated with dirt and dust and was replaced to address the issues.